Event description:
A surgeon reported that patient is noticing blurry vision. Patient received an intraocular lens (iol) three years ago and has until recently experienced 20/20 vision. Upon examination, the surgeon noted a slight posterior capsular opacity (pco) and 20/30 vision. The implanting surgeon has been contacted for additional information.